Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded and not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that one of the 3 wings of the cement restrictor was broken during inserting into the canal in the op of gmrs proximal femur. The surgeon did not feel any force in the middle of inserting the restrictor. Spare restrictor was used instead of it and the procedure was finished without any problems.